Event description:
It was reported that the right atrial (ra) lead exhibited noise during analyzer testing. The noise was not evident on the right ventricular (rv) lead or on the new atrial lead. The ra lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.